Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched lcd window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was damaged and reservoir was not staying in place. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.